Manufacturer narrative:
Product #1 pi main (B)(4) an event of an air embolism was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Product #2 pi main (B)(4) an event of a suspected air embolism was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, an 18 mm amplazter amulet (acp2) was implanted after repositioning the occluder twice. Before releasing the acp2, st-elevation occurred. Following stabilization of the patient, the acp2 was released from the delivery cable, and the procedure was completed. Approximately one hour later, the patient was reported to be in critical condition due to a suspected air embolism.